Event description:
The user facility reported that the ccl placed 12cc's in the tr band 2 band at 0931 (initial placement). At the 1130 removal time, there should have been 7cc's remaining; however, only 3cc's remained in the band. The patient was not affected. The procedure outcome was not affected. There was no patient injury/medical or surgical intervention required.

Manufacturer narrative:
A1: patient identifier: requested, not provided per patient safety. A2: age & date of birth: requested, not provided per facility per patient safety . A3: patient sex: requested, not provided per facility per patient safety. A4: weight: requested, not provided per facility per patient safety. A5: ethnicity: requested, not provided per facility per patient safety. A6: race: requested, not provided per facility per patient safety. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager ccl/epl. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 05 jun 2023: the device was not manipulated before use in any way - pre-use or during storage. The product is stored in the temp and humidity-controlled procedure room. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hbrt.